Event description:
This rv lead was implanted on (B)(6) 2013, and remains implanted at this time. A call was placed to technical services on 08/16/2017, stated that rv lead exhibited a low right ventricular (rv) amplitude. R-wave amplitudes was 2.3 - 20 mv that was low since (B)(6) 2017. Technical? Services noted that the physician will going to monitor this patient. The physician was dr. (B)(6), at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).